Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suspected premature ins depletion - notification that battery is nearing end of life.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they saw a message indicating their ins battery was approaching the end of service since about a month ago. Pt texted rep a picture of the message about a month ago. Pt noted they also notified another rep afterwards. Pt mentioned their rep filled out a mobile product experience report about a possibly ineffective ins, but the pt couldn't access the report because their rep said the report was confidential and they re-direct pt to patient services for the report. Agent reviewed patient services didn't have access to the report and reviewed the ins battery life expectancy was dependent on the ins settings and usage. Pt noted they kept two programs in the background and the ins battery was at 28%, but they were meeting with a rep october 1st. The patient was redirected to their healthcare provider to further address the issue. A response was received from a manufacturer representative regarding patient's complaint. Rep reports clarifying that the reported issue of they saw a message indicating their ins battery was approaching the end of service, battery was implanted (B)(6) 2022 the patient's generator has been revised twice since initial implant due to ¿popping out¿ of the pocket. Furthermore, rep states patient's generator was revised twice. Patient had intensities set for a, b and c but only used a. Also, rep met with the patient on 9/1 due to the message patient saw on her controller. During our meeting rep changed her settings and deleted b and c. Rep states they are meeting with patient in october to see if the modifications to her programming have made a significant difference in the battery percentage left. The issue has not yet been resolved, they will be meeting periodically to spot check her battery life levels.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.